Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target lesion was located in the calcified and severely tortuous bifurcation of the first diagonal and the mid left anterior descending artery (lad). The 15mm x 2.50mm nc quantum apex was advanced into the patient. During the first inflation, the balloon ruptured at unknown pressure. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good. Additional information has been requested and is not available.

Event description:
It was further reported that vascular access was obtained via a right femoral artery. The target lesion was located in the mildly calcified first diagonal of left anterior descending artery (lad) and severely calcified area from proximal to middle of left anterior descending artery (lad). The device was removed intact.

Manufacturer narrative:
(B)(4)